Event description:
It was reported that there was a suspected issue with the device header. The right atrial (ra) lead had undefined impedance through the device, but normal impedance through the analyzer and a new device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found. It was also noted that the set screw had a rounded socket.